Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging of sinus and allergy problems,shortness of breath,pulmonary hypertension, do EKG and ultrasound. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer receiving that the patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, reduced cardiopulmonary reserve. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section initial reporter (rfb) in box e, patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number (rfb) in box h has been updated/corrected.

Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of sinus and allergy problems,shortness of breath,pulmonary hypertension, do EKG and ultrasound. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.